Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 388928 lot# 0208756102, product type lead.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) in a foreign clinical study that there was a dislocation at the lead that did not require surgery. Conflicting information that was unclear stated "reimplantation of tined lead s3 left with fixation - device successful". No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.